Manufacturer narrative:
The product was not returned to the medical designs for evaluation and a thorough investigation could not be completed as the lot number has not been identified. Therefore, based on the information provided there was not enough information for medical designs to determine the definitive cause as to why the screws backed out or loosened.

Event description:
On 10/09/2019, medical designs was made aware that a patient will be undergoing surgery on (B)(6) 2019 to remove a previously implanted plate and screws. In good faith efforts, medical designs continued to try and gather information regarding the incident. On 11/06/2019, it was reported to medical designs that one screw on the left had backed out and that one screw on the right had loosened. The max back out of the screw was about 8mm and it was indicated that this screw had been replaced with a rescue screw previously by the original surgeon. There was also no known significant trauma and no known adverse effect on the patient. Surgery was performed at c7.